Event description:
During an esophagogastro duodenoscopy procedure, as the endoscript attempted the final insertion of the gastroscope, the pt "wretched", thereby sustaining a perforation in the esophagus. The pt was taken to surgery for an exploratory laparotomy to repair the perforation. The pt is in intensive care "stepdown" and is doing well, according to the hosp clinical pt rep.